Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported that the device had issues with display test during preventive maintenance was identified during the customer call. The tech support reviewed the process and performed display test with customer, and it was confirmed the simultaneous display test on his etco2 passed the test and display as normal. No action required. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300s had issues during display test during preventive maintenance. There was no patient involvement.